Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon, which is indicative of a balloon leak. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 11mm proximal from the distal tip. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery and common femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During second inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery and common femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During second inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.